Event description:
Wide variation in color change of saf-t-seal packaging when packages are exposed to steam sterilization. Co did not tell rptr of a problem until after they asked. Letter sent & rec'd on 11/04/97. All products pulled, no adverse pt outcomes could be documented. Product failure!